Event description:
The company was notified of a mitroflow valve that was explanted on (B)(6) 2012 for reported bioprosthetic stenosis due to calcification after approx four (4) years.

Manufacturer narrative:
Device evaluated by MFR. The device was received on (B)(4) 2012, but an eval summary is not available at this time. Initial gross examination and x-ray analysis confirmed the presence of leaflet calcification. Eval, method: the results of the device history record review confirmed the device met all material dimensional, and performance requirements at the time of MFR and release. Results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as device eval, including histopathology, is in progress.